Manufacturer narrative:
Device lot # 23f32c further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lubrication.

Event description:
Healthcare professional reported via sales representative "no lubricious coating to pass the implant, unable to use, no patient incident". No further information was provided.